Event description:
Patient was implanted with 10-hole locking reconstruction j-plate for elbow fracture in (B)(6) 2011. Patient 6-months status post implantation returned to surgeon complaining of increased pain. X-rays taken on an unknown date in (B)(6) 2011 showed a broken plate, and confirmed non-union of the elbow fracture. Patient was returned to operating room for hardware removal on (B)(6) 2011. Surgeon removed broken plate and screws, non which were broken, and revised to bone graft, new plate and screws.

Manufacturer narrative:
Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. All raw material certificates were found to be conforming. The investigation could not be completed, no conclusion could be drawn as product is beginning the evaluation process.